Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported failure to advance, difficulty to advance through the guiding catheter, difficulty to remove from the anatomy and tip separation appear to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement the guide wire encountered resistance with the occluded and calcified artery resulting in the failure to advance, the difficulty to advance the guiding catheter over the guide wire and difficulty to remove. Manipulation against resistance resulted in the tip separation. Additionally, the treatment appears to be related to the operational context of the procedure as no attempt was made to retrieve the tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Health effect - clinical code 2687 - removed.

Event description:
Subsequent to the initial medwatch report, the following information was received: the 90-100% stenosed lesion in the anterior tibial artery was mildly to moderately calcified. After the tip separated, the tip was embedded in the artery. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided.

Event description:
Reported from the (B)(6) ref is (B)(4). Attempted recanalisation of an occluded calcified artery. The tip of the wire got stuck in the plaque and when retrieved, it was noted that the tip (about 2 mm) was retained. No adverse effects to patient.